Event description:
Pump overinfusion - set to run for 3 hours and infused within 1 hour. No pt injury.

Manufacturer narrative:
The device evaluation is underway. A f/u report will be submitted after the eval is complete.